Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported products. Pre-op diagnosis of patient was pseudoarthrosis. Medical history of patient includes spinal stenosis, pr ior spinal fusion. It was reported that, broken tip of driver lodged in head of screw, rendering it unusable. There was no fragment of broken driver left inside the patient. Surgeon was attempting to implant a size 8.5mm x 50mm dual rod multi-axial screw using the drill with driver attachment when the tip of the driver broke off in the screw. There was no allegation/malfunction associated with previously implanted hardware. Patient developed pseudarthrosis above previous fusion, there was no issue with the screw, surgeon wanted to reposition. There were no patient symptoms reported, no additional treatment or surgery performed as a result. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: country of event - canada. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.